Manufacturer narrative:
Eval of the returned device at usgi confirmed that the device was in conformance with specifications and that there were no defects. Eval summary: the g-prox was visually inspected by a usgi engineer and was found to be in working condition. No anomalies were found on visual inspection. The jaws were activated and functioned as expected and the g-prox was successfully through the lumen of the transport device used in the case. Overall, the g-prox functioned normally.

Event description:
A transport endoscopic access device was inserted trans-orally and advanced into the gastric pouch. A g-prox endoscopic grasper was inserted through the transport lumen to create tissue approximations within the stomach. After creating two tissue approximations, the transport was removed and a gastroscope was inserted to cut suture tails. The transport was then reinserted trans-orally and advanced. Upon insertion of the g-prox into the transport lumen, the physician reported that he felt resistance while trying to advance the g-prox down the transport lumen. The force required to advance the g-prox caused the tip of the g-prox to "pop" out of the transport tip and abrade a 1.5-2.0 cm length of the esophageal mucosa. Since there was no active bleeding, the physician continued the procedure. At the end of the procedure, the esophageal abrasion was re-examined with the gastroscope and the pt was, conservatively, admitted overnight for observation. The pt required no treatment, reported no symptoms and was discharged uneventfully the next day.